Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation and there was no reported device malfunction. The reported patient effect of thrombosis is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The physician is reported not to be trained in the use of the proglide device. It should be noted that the perclose proglide instructions for use states: this device should only be used by physicians who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. It is unknown if the reported violation of the IFU contributed to the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after a diagnostic heart catheterization. Reportedly, the procedure and closure were successful; however, later in the day, the vessel thrombosed. There was no flow to the leg. A doppler ultrasound was taken and the patient was returned to the cath lab where, using a contralateral approach, a self-expanding stent was placed to restore blood flow to the right leg. There was a reported clinically significant delay in the therapy. Hospitalization was prolonged. No additional information was provided.